Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that her blood glucose level was 470 mg/dl. Her blood glucose level was high when waking up in the mornings. She took a nap and woke up feeling hot. The customer's high blood glucose level symptoms were thirstiness and grogginess. She treated her high blood glucose level with the insulin pump and a manual injection. The device was not returned.